Event description:
It was reported that the left ventricular (lv) lead could not be implanted due to the patient¿s anatomy. The lead was unstable due to larger vessel caliber and there were unsuccessful attempts to place the lead in high postlateral branches. Also, the lead had unacceptable pacing thresholds and caused chest wall stimulation. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).